Event description:
I have a spinal stimulator implanted into my back. On december 22, it felt like it exploded! It felt like I was shot with a shotgun at point blank range and then felt like I was getting electrocuted all up my spine. My insurance company is (B)(6) and they've denied the surgery about 4 times now, they're saying it's not medically necessary. I hurt sooooo bad! I'm at my wits end! I don't know what else to do. I started seeing a mental health specialist because of this. I would really like to know who agreed to make the insurance companies god? I've called 3 different law firms, all 3 don't think I have a good case for them. Like I said, I'm at my wits end! I'm so tired, I hurt soooooo bad! Now I'm at the point where maybe I'll just put a bullet into this stimulator so they have to open me up and take a look at it.